Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that a 187.5ml infusion of lipids was programed to infuse at 15.6ml/hr over 12 hours; however, the infusion completed in 5 hours. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log shows that at 4:23 pm on (B)(6) 2017 the pump module was programmed to infuse at a rate of 15.6ml/hr with a vtbi of 90ml. At these parameters the infusion would complete in 5.8 hours rather than the intended 12 hours duration that was reported. The infusion completed at 10:10 pm and infused 90.1ml. After the infusion completed, the user programmed a basic infusion to run at 15.6ml/hr with a vtbi of 20ml. The user then kept adding volume to the vtbi until the device was channeled off at 3:11 am. The total volume recorded as being infused during this period was 167.518ml. The root cause of the reported event was identified as user programming. No device was returned for investigation.